Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a miss reading volume. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported problem of "miss reading volume", which was not reproduced during evaluation. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.